Manufacturer narrative:
Based on the information gathered, there is no indication or report that an ion product caused or contributed to the incident.

Event description:
A 77-year-old female patient who has a co-morbid condition of chronic obstructive pulmonary disease (copd) and lung cancer underwent an ion biopsy procedure on (B)(6) 2024 and was enrolled in a clinical study. The biopsy was performed on a 13mm lesion located in the left lower lobe, right along the pleura. The patient was discharged home shortly after the procedure, with no intra or post-procedural complications reported. No ion product malfunction was reported during the procedure. Two days later, the patient was hospitalized for copd exacerbation with symptoms of worsened breathing difficulties, chest tightness, wheezing and productive cough with blood-tinged sputum. The patient was treated with supplemental oxygen, nebulized bronchodilators, solumedrol, trelegy, IV antibiotics mucinex, acapella and pulmonary toileting. The patient was discharged (B)(6) 2024 with antibiotics, steroids and nebulizers. On (B)(6) 2024, the patient's symptoms were improved with much more stable breathing on supplemental oxygen ; less nebulizer was required. The study investigator assessed the complication to be not related to the use of ion devices but rather related to the biopsy procedure and the patient¿s existing condition.